Event description:
It was reported that noise was observed. An issue with the setscrew was suspected. During the change-out, the patient experienced intermittent asystole. A new device was implanted with normal function observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The setscrew and sensing anomalies reported in the field were confirmed in the laboratory. Review of the egms found noise. It is believed the noise was caused by a connection issue. The sense/pace setscrew was found to be stripped, which made it difficult to loosen or tighten. Sensing was normal and no noise was observed during bench tests.